Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the programming error: magnesium sulfate was not identified by bd tech support during the customer call. As the customer was unresponsive to follow-up.

Event description:
It was reported that the customer is requesting a review of the device logs to determine what time the dose of magnesium sulfate changed to 4gm/hr and how long the patient was on 4gm/hr. There was patient involvement however harm is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer is requesting a review of the device logs to determine what time the dose of magnesium sulfate changed to 4gm/hr and how long the patient was on 4gm/hr. There was patient involvement however harm is unknown.